Event description:
It was reported that the device was found to be unable to generate alarms under expected alarm conditions. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned and evaluated. A visual inspection found no defects, the functional evaluation established a relationship between the fault reported and the device. It was found that the device was unable to generate alarms under expected conditions. A failure in the main circuit board has been identified as the root cause. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded in the previous four years. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.